Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14cm and 63cm distal to the df4 connector pin. The lead tip was not returned for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as several cuts into the insulation, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 48 months inappropriate shocks were reported (via homemonitoring). The lead was partially extracted and a new one was implanted.